Event description:
Event description cpi received information that upon interrogation of this implantable cardioverter defibrillator (ICD), a fault code av30 was displayed and the device was limited to one zone.